Event description:
Gearbox allegedly leaked grease onto carpet.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m51 serial number/date (B)(4) is approximately 6 years and two months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers is a (B)(6) female that is (B)(6). The consumers technique while using the device is unknown.